Event description:
Additional information was received. It was reported the patient's spinal cord stimulator (scs) worked briefly but would no longer charge, the device was over discharged, and the scs would never charge again in 2018. The ins was unable to be brought out of over discharge and was declared dead. The patient stated their healthcare provider (hcp) of the time stated that because the patient had an old lead that was too close to the patient's spine, it would be dangerous to implant any other scs. The patient's lead was too close to their spinal cord to remove. The patient believed their MRI in 2018 was what may have killed their scs because maybe their scs was not really in safe mode. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient gets poor communication on the recharger and the programmer not finding the implant either. The patient last charged a couple of months ago and she does not have a hcp. The patient added that the device has never worked for her. The patient was going to call a manufacturer representative. No symptoms or further complications were reported. Additional information was received from the patient mentioning that there was a recall in 2016 regarding charging issues like what the patient was going through. The patient stated that the ins seemed to deplete really fast after they charged it. The event began two years ago in 2017. The patient could not communicate with their ins using their recharger or programmer. An email was sent out to the rep on the patient¿s behalf. No further complications were reported/anticipated. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2019 and confirmed that the ins was in over discharge. It was noted that the patient noticed that since getting the ins, the ins was depleting quickly. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the rep who reported they were made aware on the day the complaint was placed. Rep reported the patient and provider have elected to have the battery replaced. Patient would soon be scheduled for a replacement. Date is unknown as this time.